Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in emergency room with severe chest pain. The echocardiogram(eco) and computed tomography(CT) scan revealed pericardial effusion causing cardiac tamponade. The right atrial(ra) lead was found to be dislodged. The patient was admitted to operation room for a pericardiocentesis. Over 400 ml of blood was drained from the pericardial space. Physician believed that the ra lead implanted during the device replacement perforated the right atrium causing blood accumulation in pericardial space. The lead was not repositioned. The pocket was closed. The device interrogation on the next day exhibited normal functioning of the ra lead. The patient was in hospital for couple of days to recover and then discharged without any complications.